Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure. It is reported that the stent became dislodged from its balloon during an attempt to deliver it in an acute cx takeoff. The lesion was heavily calcified at bifurcation, which made it difficult for the stent to cross. The stent was retrieved successfully under fluoroscopy. No patient injury reported.